Event description:
Report from the us reporting the device had a damaged cord with exposed wires. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Reference: (B)(4).